Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the right femoral artery. The 95-99% stenosed, very tight and long target lesion was located in the moderately tortuous, non-calcified and 2.5mm in diameter left circumflex (lcx) artery. The lesion contained >45 and <90 degrees bend. After a 3.0/6fr non-bsc guiding catheter was used, a non-bsc guide wire was advanced to distal lcx and to second obtuse marginal (om2). A 2.0mmx20mm emerge balloon catheter was advanced with some resistance felt and pre-dilation was performed. After several attempts, a 2.5x38mm non-bsc stent was successfully implanted at the proximal lcx. The wire was exchanged, a non-bsc wire to the distal lcx and another non-bsc wire to the om2, and a 2.75x24mm promus element¿ plus drug-eluting stent was advanced to be deployed at the mid-distal lcx. Some resistance was felt at the proximal lcx and the device was pushed several times before the shaft broke at the middle part. The stent was inside the guiding catheter and was successfully retrieved with the guiding catheter. The same wire was advanced to the distal lcx and om2 using the same guiding catheter. A 2.5x24mm promus element¿ plus drug-eluting stent was then successfully implanted at mid-distal lcx and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 205 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along the entire length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the right femoral artery. The 95-99% stenosed, very tight and long target lesion was located in the moderately tortuous, non-calcified and 2.5mm in diameter left circumflex (lcx) artery. The lesion contained greater than 45 and less than 90 degrees bend. After a 3.0/6fr non-bsc guiding catheter was used, a non-bsc guide wire was advanced to distal lcx and to second obtuse marginal (om2). A 2.0mmx20mm emerge balloon catheter was advanced with some resistance felt and pre-dilation was performed. After several attempts, a 2.5x38mm non-bsc stent was successfully implanted at the proximal lcx. The wire was exchanged, a non-bsc wire to the distal lcx and another non-bsc wire to the om2, and a 2.75x24mm promus element plus drug-eluting stent was advanced to be deployed at the mid-distal lcx. Some resistance was felt at the proximal lcx and the device was pushed several times before the shaft broke at the middle part. The stent was inside the guiding catheter and was successfully retrieved with the guiding catheter. The same wire was advanced to the distal lcx and om2 using the same guiding catheter. A 2.5x24mm promus element plus drug-eluting stent was then successfully implanted at mid-distal lcx and the procedure was completed. No patient complications were reported and the patient's status was stable.